Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) was 520's - 530's mg/dl. Customer changed the infusion set, gave a correction bolus and manual insulin injection to address elevated bg. Reportedly, the customer went to the hospital. Customer was treated with intravenous ¿drops and medicine¿. Customer was released 9 days later. Multiple attempts were made to gather additional information regarding the hospitalization, however, no response was received.